Event description:
The cusotmer states that imx b-hcg results of 12862 (2002), 3426 (2 days later) and 5748 (3 days later) mlu/ml were reported on a patient (three different samples collected on successive days). The samples retested at similar values on imx. The physician was monitoring the patient by sonogram which showed a viable fetus, and the results were questioned. The samples were then tested on bayer centaur/acs:180 yielding results of 12901, 17737, and 33366 mlu/ml respectively. No impact to patient management was reported.